Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 53 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the stent graft has migrated 15 mm distally, resulting in a proximal type I endoleak. It is unk whether the pt was symptomatic or whether the migration was found out at a routine follow-up. The pt's follow-up history is unk. At the time of migration, the aortic neck had dilated to 30 mm in diameter without angulation. The aneurysm size at the time of migration is unk. The migration was attributed to the aortic neck dilatation. A talent converter was implanted successfully, followed by a fem-fem bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (stent graft migration, endoleak). Results & conclusions: (disease progression, aortic neck dilatation).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the CT scan from nine months ago revealed that the native aorta now measures 6.7 x 7.0 cm in transverse by ap dimensions, increased in size as compared to prior measuring 5.5 x 5.6cm. There is no evidence of endoleak of contrast. The investigator indicated that the aneurysm enlargement was not related to the device or the procedure. There was no intervention performed and the patient will continue to be monitored.